Manufacturer narrative:
Instrument readings indicated that the opiate reagent 2 pack required changing. The reagent pack is changed by the operator. The reagent pack in the instrument was not positioned correctly and the reagent 2 probe had pierced through the reagent bottle. The operator raised the cover with one hand and grabbed the reagent bottle with the other to prevent it from falling. The operator's thumb was pricked by the bent probe tip which the operator did not realize had gone through the side of the bottle. The incident was caused by user error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
On an advia 1800, the operator pricked their thumb on a reagent 2 probe tip. The operator was seen in the emergency room and was instructed to keep the wound clean and covered. No other treatment was prescribed.